Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Crease/folding of implant: crease fold observed on the device. Additional observations: wear abrasion observed on the device. Observed void in texture side on valve (vv), it is out of specification according to qa 199.06 assessed as a workmanship. Yellow particles observed inside device. A further investigation is requested for the workmanship observation on the device. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number: 1760015 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint. According to the device analysis performed in the laboratory, voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06. According to the analysis review the reported complaint was not to observed, however, the workmanship is not related to the reported complaint. A review of the current risk documents was performed and the event of air voids in the valve is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with air voids in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.